Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that the customer was receiving weak battery alarms and failed battery test alarms on the insulin pump. Customer stated that she was sent a new battery cap and she tried it but still received a failed battery test alarm. Customer tried a second battery and received the alarm again. Customer's blood glucose was 139 mg/dl at the time of the incident. Customer stated that she used (B)(6) batteries in the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.